Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred during the loading process. The user's blood glucose level was not impacted. Reportedly, the user was able to load a new cartridge successfully.